Event description:
A cartridge change error was reported with a pump. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to remove the cartridge, inspect the o-ring, and clean the pneumatic tap area. After ensuring the cartridge was properly attached and following on-screen instructions, the customer successfully completed the load process and was able to resume insulin use.